Event description:
Customer is reporting discrepant inr results when comparing the results from his monitor (meter) and the lab. Lab: 2.9, monitor: 3.4. Therapeutic range 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.